Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The camera was replaced, and the focus and the dose were adjusted. No further repair information is available.

Event description:
The customer reported that the 7900 system would not display an image. No patient injury was reported.